Event description:
It was reported that "after tightening, the driver couldn't release from the screw". The screw at c6 was pulled out from the vertebra while still attached to the driver. Another screw was used to replace the original screw. No pt complications were noted at this time.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.